Event description:
It was reported by service report that the brakes would not engage properly. The customer reported that they did not know if there was patient involvement or if there was adverse consequences to report.

Manufacturer narrative:
(B)(4): brake cams.